Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. There was no motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had a cracked display window, cracked case at display window corner (upper right, lower left and lower right corners) and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 239 mg/dl the customer performed troubleshooting was not able to resolve the motor error issue. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer declined no delivery troubleshooting. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.